Event description:
It was reported that the patient's left hip was revised due to pseudotumor and elevated cobalt and chrome levels. Intra-operatively, black debris was noted on the trunnion after the well-fixed femoral head was removed. The head and liner were revised. Rep confirmed that there are no allegations against the revised liner. Rep also reported that pictures and revision usage can be provided, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding altr and abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: visual inspection: the device was not returned but photographs were provided for review. The photographs noted black debris around metal head. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to pseudotumor and elevated cobalt and chrome levels. Intra-operatively, black debris was noted on the trunnion after the well-fixed femoral head was removed. The head and liner were revised. Rep confirmed that there are no allegations against the revised liner. Rep also reported that pictures and revision usage can be provided, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.